Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
The patient missed their refill, and the volume in the pump was below what was recommended to maintain adequate infusion. A low reservoir alarm occurred on (B)(6) 2015, and an empty reservoir alarm occurred on (B)(6) 2015. A healthcare professional (hcp) reported the patient started feeling sick on (B)(6) 2015, and they were still in withdrawal on the date of the report. They threw up the day prior to the report. There was some confusion around the alarm date after a pump replacement in (B)(6). The old alarm date was (B)(6) 2015, and the new alarm date was (B)(6) 2015, and they were never informed that the alarm date changed. The patient reportedly heard the alarms last week, and they came in to the hcp's office on (B)(6) 2015. The pump was refilled at that time. The reservoir was empty, and they pulled out only bubbles. As of (B)(6) 2015, the patient reportedly recovered without permanent impairment, and they were doing very well. The pump contained dilaudid (20 mg/ml at 3.7 mg/day).